Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assmbles at the failure analysis center and determined the root cause of malfunction to be a pcb mounted jack connector, designator j3, from the stystem pcb. There was no failure found with the memory pcb assembly.

Event description:
It was reported that the device would intermittently power on/off, reset, and was not available for use. There was no report of patient use associated with event.